Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer's blood glucose level was unknown mg/dl. The customer was treated with an insulin drip. The customer was admitted to (B)(6) and then transferred him to (B)(6) on (B)(6) 2015. The cause o f the 911 call as per healthcare provider is diabetic ketoacidosis. The customer is still in the hospital. The troubleshooting was performed. The customer was getting a replacement insulin pump for it is causing the issue. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.